Event description:
It was reported that the loaner core universal driver ran in safe mode during service testing at the manufacturer. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that the loaner core universal driver ran in safe mode during service testing at the manufacturer. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The failure was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. The trigger did not work correctly and would run in the safe mode due to wear. The affected components were replaced and the handpiece was returned to stryker loaner stock.